Event description:
It was reported that there was going to be a two level m6 removal. Additional information provided states that this is a potential tdr revision at c5/7. It is unlikely that infection is suspected. Initial surgery date is unknown.

Manufacturer narrative:
Rmf 0003 rev 39 line 12.75 - device explanted. Without a pn or serial number, a review of the lhr cannot be completed. It was reported that two m6 artificial discs were explanted at c4/5 and c5/6. Radiographic images were provided for review. Lateral x-ray shows disc replacement at c5/6 and c6/7. They appear appropriately placed and sized. Some areas of radiolucency surrounding upper endplate of both devices but no loss of height. Intra-op image does not allow for additional evaluation. Microbiology/pathology reports and results were also not provided. The devices were not returned and therefore examination of the explants could not be completed. With the limited information provided, it is not possible to determine the cause of the reported failure for this product experience.

Manufacturer narrative:
Additional information has been requested including the device return for investigation.

Event description:
It was reported that there was going to be a two level m6 removal. Additional information provided states that this is a potential tdr revision at c5/7. It is unlikely that infection is suspected. Initial surgery date is unknown.